Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 13. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, increased sensitivity, hypersensitivity and inflammation. No further patient complications were reported.